Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of backflow. At unspecified times, the secure-lok male adapters of the tubing sets were connected to unspecified patient delivery access devices and were being used to deliver unspecified solutions and unspecified blood products, via gravity. The customer contact stated that this has been noted periodically when the tubing sets were not continuously infusing fluid and ran low or the pump was at "0" volume remaining. It was reported that patient blood flowed into the blood pump bulbs or into the solution containers. It was reported that the blood pump bulb was not being used when the backflows of fluid occurred. Additionally, it was reported that solutions could not be delivered when attempting to rapidly propel IV fluid into the patients. No specific details were provided. There were no reported adverse patient effects and no delays of therapies critical patient effects and no delays of therapies critical to these patients. No medical interventions were reported. Hospira is continuing to investigation.